Manufacturer narrative:
Other text: g5: 510k is blank, device is exempt. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the stopcock attached to the proximal port of a central venous catheter cvc being used for central venous pressure cvp monitoring became disconnected while the patient was transferred to the commode resulting in the patient passing out and requiring intubation. There was no loss of pulse however, the patient was later diagnosed with a stroke as a result of a venous air embolus. The original intended procedure was the central venous pressure monitoring post cardiac surgery.

Manufacturer narrative:
Additional information is provided for h.2 and h.6. No product was returned. If the product is returned this complaint will be reopened for further investigation. Device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. D.4 full UDI number: (B)(4).